Event description:
It was reported that approximately a month ago, the pt fell down and had auditory external canal bleeding on the implant side. There was also an edema on the implant zone. He stopped hearing at that moment. When he went to the clinic on (B)(6) 2010 with no edema and normal tympanic membrane, testing could not be performed and he didn't have any hearing sensation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.